Event description:
The customer reported poor image quality and that they could not see the live image; when they tried to reboot it would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated, the image processor board was replaced, and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.